Manufacturer narrative:
The device was not returned to olympus for evaluation; therefore, the reportable malfunction could not be confirmed. Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. The event is detectable and preventable by handling device in accordance with the following IFU: gif/cf/pcf-290 series operation manual precautions for disappeared or frozen endoscopic image 3.8 inspection of the endoscopic system should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that gastrointestinal videoscope blacked out during an unspecified procedure. There was no report of patient/user harm.